Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. No contact force was displayed when the returned device was connected to the tactisys quartz unit. A thermocouple signal loss error and optical signal loss error were displayed, and optical fiber 2 no longer met specifications for optical properties. Further investigation revealed the catheter shaft material had been fractured between electrode rings 2 and 3. Optical fiber 2, the deformable body thermocouple (tc2) wires, and the rf wire were determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector. A CAPA exists related to this complaint investigation.

Event description:
This report is to advise of a fracture noted in the catheter during analysis.